Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.

Event description:
It was reported that the device was found on the shelf with detections on while still in the box. The device will not be used and will be returned to the manufacturer due to the moment vf (ventricular fibrillation) detections were turned on the diagnostics began and there may be an implication on device longevity. No patient was involved in this event.